Manufacturer narrative:
The part was not returned. It is hypothesized that the tangs of the inserter were experiencing interference from surrounding tissue that made the disengaging from implant difficult during surgery.

Event description:
Surgeon expanded the cage and tried to disconnect the inserter. Surgeon was trying to pull it out of the disc space. Inserter wouldn't disconnect from the cage and when the surgeon pulled up a there was a visible dural tear upon removal. Surgeon sutured dural tear closed. No damage or deformation to inserter, rep just received it and this was first use.